Manufacturer narrative:
Patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer received a blood glucose reading of 233mg/dl on the contour next ez. She had symptoms of being dizzy and sweaty and felt her glucose was a little high. She retested on a different meter, and the reading was 103mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. A new meter and strips were sent to her.